Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. A review of the event history log evidenced the following: "0491> starting ll0 8/12/2019 2:35:00 pm. 0492> high pressure 8/12/2019 2:36:00 pm. 0493> alarm complete 8/12/2019 2:36:00 pm. The investigator ran the pump in user and pmu modes. The investigator also ran the pressure check and tested the dso/uso sensors. The customer reported issue of the "high pressure" problem was not duplicated. Running the pump in user mode generated no issues either with high pressure, no disposable, or other errors based on a faulty dso sensor. The unit passed all testing in pmu mode relative to both dso and uso sensors. A root cause could not be established.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited "high pressure" alarm. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.